Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set's tubing fell out, as it detached from the quick release while she was sleeping, during the night. Reportedly, she woke up at 2 am with a low blood glucose level but at 4 am her blood glucose level was high. The site location was her upper buttocks and the pump was located beside the bed. The infusion had been in use for one day. There was no stress or pull on the tubing and the pump was not dropped with the set connected to her body. No further information available.